Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported smoke, which was reproduced during service through visual inspection. Visual inspection found the cause was burn damage to force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had smoke. There was no known patient injury or medical intervention associated with this event. No additional information is available.